Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl. Customer¿s other blood glucose values were 38 mg/dl, 39 mg/dl, 43 mg/dl, 76 mg/dl, 51 mg/dl and 48 mg/dl. Customer was treated with orange juice for their low. Customer did not use auto mode feature at the time of incident. Customer stated that serial number was faded. Customer declined to troubleshoot for low blood glucose. The pump will not be returned for analysis.